Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by abdominal pain and cloudy effluent. It was reported that a touch contamination resulted in the peritonitis. The patient did not clean the area before starting pd therapy and did not wear a mask. The patient presented to the emergency room on the day of onset of peritonitis with complaints of abdominal pain and cloudy effluent. The patient was treated with a one- time dose of levaquin (intravenous (IV), dose not reported) and vancomycin IV (dose not reported) and was discharged home. The next day, the patient presented to the pd clinic and was given one dose of vancomycin (intraperitoneally (ip), 2grams). The patient was retrained on aseptic technique the same day. Four days after initial onset of peritonitis, the patient was hospitalized. While hospitalized, the patient was treated with fluconazole IV (dose and frequency not reported) and flucytosine IV (dose and frequency not reported). Two days later, pd therapy was discontinued, the catheter was removed, and hemodialysis was started. At the time of this report, the patient's condition was ongoing and deteriorated. No additional information is available at this time.